Event description:
Reportedly, the total duration of mode switch activation displayed in the remote report dated (B)(6) 2022 did not match the information displayed on the programmer screen. The graphical data from the remote report is consistent with the duration from the programmer.

Manufacturer narrative:
Preliminary analysis revealed that the reported event resulted from a normal behavior.

Event description:
Reportedly, the total duration of mode switch activation displayed in the remote report dated on (B)(6) 2022 did not match the information displayed on the programmer screen. The graphical data from the remote report is consistent with the duration from the programmer. Preliminary analysis revealed that the reported event resulted from a normal behavior.

Event description:
Reportedly, the total duration of mode switch activation displayed in the remote report dated (B)(6) 2022 did not match the information displayed on the programmer screen. The graphical data from the remote report is consistent with the duration from the programmer.

Manufacturer narrative:
Please refer to the attached analysis report.